Event description:
It was reported that the device had a communication failure while performing an applicative test part of the preventative maintenance.

Manufacturer narrative:
This report is provided to correct the UDI number provided in the initial report. (B)(4).

Manufacturer narrative:
The technical investigation confirmed that the communication failure occurred due a known design defect. Event summary, device history record review and complaint history review did not identify contributing factors. The complaint history review indicated that three complaints received previously for this device were also due to the same design defect.

Event description:
It was reported that the device had a communication failure while performing an applicative test part of the preventative maintenance.